Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 3007963827-2021-00229.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 3007963827-2021-00229.

Manufacturer narrative:
(B)(4). Concomitant medical devices: articular surface size cd 10 mm height, catalog#: 00596203010, lot#: 63680665. Stemmed tibial component precoat size 3, catalog#: 00598003701, lot#: 63890371. Inset all poly patella standard size 26 mm diameter 7.5 mm thickness cemented, catalog#: 00597206526, lot#: 63984291. Report source, foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision three years post implantation due to infection and femoral collapse.